Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that there was no device issue and that the cause of the patient's pain was unknown. It was reported that the patient's medication was being adjusted. No further complications have been reported. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indi cation for use was non-malignant pain and radiculopathy. It was reported that since implantation of the device the patient had experienced pain and he thought that something was wrong with the device. It was noted that the patient was going out his mind. The caller was redirected to follow up with the healthcare provider (hcp). No further complications have been reported as a result of this event.